Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, the suture fell out of the needle. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number plh740 and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Investigation summary: four pictures were received for evaluation and upon visual inspection of the pictures received an opened box of product code ep8735h was observed. The reported condition could not be observed in the picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: what was the name of the procedure?: CABG. What was the procedure date?: (B)(6) 2021.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. An opened box with twenty-eight packets of product code ep8735h, were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.